Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had low blood glucose incidents between 27 to 54 mg/dl and they had not given boluses before the incidents. The customer has been having the issues for the last couple of months. Troubleshooting was not completed. The customer also reported slight damage to the pump. The customer uses mio infusion sets. The insulin pump will not be returned for analysis.